Event description:
It was reported that intervention was required to remove and replace implantable pulse generator (ipg) that did not meet anticipated longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: model: 5076-45, right atrial (ra) lead; implant: (B)(6) 2003. (B)(4).